Manufacturer narrative:
Continuation of d10: tyrx-aae.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post lead revision with the presence of an absorbable envelope, the patient experienced a pseudomonas infection at the pocket incision. It was also reported that the patient experienced discomfort, erosion, purulent discharge/pus, redness and wound dehiscence. The ipg system was explanted and replaced. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the ra lead dislodged due to inadequate slack during initial implant. The ra lead was revised.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.